Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Failure analysis was unable to confirm unexpected restart alarm due to keypad unresponsive. Failure analysis was unable to perform any test due to keypad unresponsive. Pump monitored with no blank display noted. Pump received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, and cracked on display window noted. (B)(4)

Event description:
The customer reported via phone call that they received a blank display during a bolus delivery. The customer also reported an unexpected restart alarm occurring on the insulin pump. Customer stated the act button was not functional to clear the alarm. Customer also reported having issues with the escape and arrow buttons. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Customer's blood glucose was 472 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.